Manufacturer narrative:
Investigation summary: based on the information available, the cause cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to revise inflatable penile prosthesis (ipp) cylinders due to herniation. The cylinders had herniated outside the corpora and the doctor reinserted them back into the correct spaces during surgery. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.